Event description:
The issue reported involved a pump cartridge not fully snapping into place and accumulation of dirt and debris in the area. There was no adverse impact to the customer's blood glucose level. The customer had to clear the debris before the device could be charged and noticed that the cartridge placement was weakening over time. No further actions or outcomes were documented, and the pump was not eligible for repair or replacement due to an expired warranty.